Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were particles in the 100 ml yellow cadd cassettes. These cassettes are used by integradose for delivery of the controlled substance fentanyl ropivacaine. Staff has identified this particle as ¿white, fiber-like, sunk in liquid, approximately 1.5mm in length¿. These particles are similar to those have been seeing at integradose. The event occurred during visual inspection. There was no patient involvement with no patient harm. Sample video was provided.